Event description:
User facility reported: defective arthrocare ent coblator ii. The handle housing had a small crack not noted upon opening the piece until it was in use. The crack allowed electricity to arc, which created a small superficial burn on the patients lip. (B)(4).